Event description:
Additional information was received from the hcp on 2019-aug-16. It was reported that the patient was last seen on (B)(6) 2018. The weight at that time was 262 pounds. He was discharged from the practice on (B)(6) 2019, but they refilled his pump on (B)(6) 2018 as a courtesy until he could find continuing care. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 crts (B)(4), (con): information was received from a patient regarding their implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that pump is ¿out of juice/medicine.¿ the doctor did an urine test on the patient. The night before, the patient was taking something from someone and some orange juice and did not know what was in it and he guesses it was something that was not supposed to be. The patient failed the urine test. He had something in there that was not supposed to and the healthcare professional (hcp) let him go. He has been begging him to fill the pump again and the hcp will not. They have been trying to find an hcp but no one will take him if another hcp let him go. He has been hearing an alarm in his stomach for probably about 1.5 week or maybe more than that (prior to the call date of (B)(6) 2019). He guesses it is because the pump was running out of medication. The patient was asked if it sounds like a non-critical or critical alarm, and the patient stated the last one was like european ambulance. About a week now he has not heard the alarm anymore. He then mentioned his ears are not too good. He is having bad withdrawals. It hurts so bad, he never felt so bad in his life and he has no oral meds, it really hurts. The withdrawal has been for about 3-4 days. Yesterday, the patient went to the hospital and they gave him one shot of whatever the other pain medicine is. It helped but now he is back to the same way he felt yesterday. The patient called to get assistance finding an hcp. The sounds were consistent with pump alarms. The patient mentioned the following possible alarm event of a missed scheduled refill. Actions taken on the call included the caller to follow up with the hcp. Additional information was received on 2019-aug-14. The patient called back and said that he called all of the listings, however no one will take him as he was dismissed from his physician. He repeated information about the alarm and pain as mentioned in the earlier call. It was reviewed that patient would need to consider seeking more urgent medical care to treat symptoms and the option of expanding the search or contacting field staff. There were no further complications reported/anticipated.